Event description:
It was reported that during treatment with one unit of prismaflex st150, an external blood leak was noted at the bottom of the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation however a picture was received. The visual inspection observed red coloration in the effluent fluid. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.